Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective pulling ring cap had disconnected from the patient line connector of an amia automated pd set with cassette. Prior to using the device, it was discovered that the green protective cap was disconnected and loose within the overpouch of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.